Event description:
It was reported that the customer received an error alarm after a MRI procedure. The customer cleared the alarm, changed the infusion set, and the insulin pump seemed to be operating properly. Troubleshooting was performed and the device failed the displacement test. The insulin pump also alarmed no delivery during prime sequence with no reservoir in the device's compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump failed the displacement test and the 25u bolus delivery test. Further testing was not performed due to the displacement test failure and a-35 alarms during the rewind test.